Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the set leaked chemotherapy (adriamycin). Leakage is noted at the connection of the IV. End user states, "seems that when we connect our syringes that have the texium attachment they are leaking. We have disconnected and then reattached to the huber port site that is not b braun and no leakage is noted. Pharmacy has provided the red smartsite needle free valve to use for our IV pushes, to avoid this issue." No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used IV sets were returned for evaluation. One set was connected to an extension set from another manufacturer at the proximal caresite valve and spiked into a chemo IV bag. The other set was connected to an extension set from another manufacturer at the distal spin lock connector. In addition one 60ml bd syringe was returned and 5 photos were provided from the facility. Both IV sets were tested for leakage per specification with and without the extension sets attached, with passing results. In addition the sets were leak tested and accessed using the provided syringe with no leakage noted. The provided photos were unable to confirm the defect. Based on the evaluation of the samples and the photos the reported defect was unable to be replicated or confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.